Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was an incorrect refill date showing on the personal therapy manager (ptm) but that there was no therapy or medical problem. It was also reported that there was "always" a discrepancy in the amount they pull out compared to what is expected and drug was being wasted. It was recommended to decouple/recouple to resolve the ptm showing the incorrect refill date.